Event description:
It was reported by the customer that the light bulb of the unit burst during a case. The customer also reported that the unit was making clicking sounds so they had to unplug it.

Manufacturer narrative:
Product received and evaluated. Bulb has white housing, and appears to be a stryker bulb. Rev. F control board, no thermal switch installed. Melting at banana plugs. Fuses intact, unit powers on normally without bulb inserted. The bulb holder unit was damaged beyond repair. The bulb holder assembly melted and the impressions of heat sink can be seen through it. The bulb was stuck in the bulb holder assembly. The banana plugs also got burnt and melted the white plastic on the junction of the bulb holder unit. No thermal switch installed on the lightsource. Device overheated, possibly due to a fan failure. We have a corrective action in place where a thermal switch is installed right by the bulb holder unit. This was implemented in late oct. 2003.